Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported a malfunction alarm occurred. Reportedly, a few hours prior to the malfunction, the pump had accidently gotten wet. Customer's blood glucose level was 450 mg/dl, which would be addressed with an insulin injection. Reportedly, the customer had manual injections as alternate insulin therapy.